Event description:
It was reported that the t: slim x2 pump battery would not charge, with the pump screen remaining dark and unresponsive. The issue resulted in the customer's blood glucose level exceeding 500 mg/dl (27.7 mmol/l). To address this, the customer was advised to try different charging methods, but these attempts failed to resolve the issue. Consequently, a resolution was reached where a replacement pump and charging supplies would be sent to the customer, who does not use tandem-provided charging equipment. The customer was informed about the return process for the malfunctioning pump and acknowledged the steps required for using the replacement pump.

Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.